Event description:
It was reported that during a laparoscopic sigmoidectomy, the sled fell out on the mayo table when a nurse intended to load the cartridge into an instrument. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Missing sled. The analysis results found that the cartridge reload was received with the one piece sled missing, making the cartridge reload nonfunctional. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. No functional test was performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.